Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Pause episodes due to undersensing was reported. Analysis of the merlin.net transmissions indicated one pause episode was recorded on the implant date of (B)(6) 2018 and no pause or bradycardia episodes were recorded after this event. No intervention was required and the patient was stable.